Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, a small hole in the tubing was noted. Clear passage testing and clamp function testing were performed with no issues. The device failed leak testing and a simulated therapy due to a leak through the hole. The reported condition was verified. The reported condition was verified; however, the cause of the hole could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked from the patient line tubing during therapy. The patient stated that it appeared like the tubing had separated from the luer connector. The patient realized this after therapy had started. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Additional information: dianeal 1.5%, 2.5% and extraneal. It was reported that the morning after the patient experienced the leaking cassette, the patient experienced peritonitis. On the same day the patient began treatment for the peritonitis with unspecified intraperitoneal antibiotics (doses, frequencies, and routes not reported). The patient was not hospitalized for the event. At the time of this report, the patient was recovering from the peritonitis and was scheduled to see their doctor on that same day. Should additional relevant information become available, a supplemental report will be submitted.